Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. The s-curve hump height was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination did not find any anomalies on the lead, but the suture sleeve was damaged during procedure.

Event description:
During an in-clinic follow-up, dislodgement was observed on the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event. The patient was stable.